Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideo scope forceps raiser elevator was stuck. There was no patient involvement or harm reported as a result of the event.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the probable root cause of the forceps elevator movement issue was deformation due to an observed burn on the elevator that may have interfered with the sliding of the forceps holder, affecting its operation. A definitive root cause of the observed elevator burn could not be determined, however, the issue was likely due to use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the device IFU sections below: evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories. Additionally, foreign material was observed on the device nozzle. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the device IFU sections below: jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. Jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
No new event information reported by the customer.